Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft detachment occurred. The target lesion was located in the coronary artery. A 10/2.50 flextome" cutting balloon" was selected for use. During the procedure, an unspecified ivus catheter failed to cross the lesion, so pre-dilation was performed using an unspecified 2.0mm balloon catheter; however, the device failed to cross the lesion and a shaft kink was noted. The lesion was dilated again using an unspecified 2.0mm balloon catheter and the 10/2.50 flextome" cutting balloon" was able to successfully cross the target lesion. However, the shaft was detached outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at 680mm distal to the strain relief. Both sections of the hypotube were kinked in multiple locations. There was no damage observed to the balloon. Then the balloon was folded. An examination of the blades found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that a 10/2.50 flextome¿ cutting balloon¿ was inserted and failed to cross the lesion and a shaft kink was noted.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that a 10/2.50 flextome cutting balloon was inserted and failed to cross the lesion and a shaft kink was noted.